Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as 3 x 3 inches tall and was red, blistered, itchy and had yellow liquid that oozed. The affected area was treated with prescription triamcinolone acetonide cream that was prescribed on (B)(6) 2016, for a previous skin reaction. At the time of contact, the patient was still experiencing skin irritation. No product or data was provide for investigation. However a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.